Manufacturer narrative:
This report is submitted on january 03, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with oral antibiotics for 15 days (specific date not reported). Subsequently, the device was explanted under general anesthesia on (B)(6) 2022. There are no plans to reimplant the patient with a new device as of the date of this report.